Event description:
Reporter stated the customer has experienced hyperglycemia of up to 380 mg/dl, and she believes the insulin delivery of the infusion device is inaccurate. She treated hyperglycemia by delivering insulin via syringe and the infusion device. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).